Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was furhter reported the procedure was completed successfully.